Event description:
It was reported via repair work order that the siderail would not latch due to broken/damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report was a duplicate of a previously issued MDR. Please see MDR # 31750-2013-03641 for information regarding this event.

Event description:
It was reported via repair work order that the siderail would not latch due to broken/damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.